Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.